Event description:
The patient reported increased pain and spasticity for the last two months without overt withdrawal symptoms. The patient reported their healthcare provider (hcp) was unable to interrogate the pump last week. The pump was interrogated successfully on the date of the report (2014 (B)(6)). No motor stalls or alarms were noted. The actual residual volume was 19 milliliters (ml), with an expected residual volume of 18 ml. A kink in the proximal segment of the pump connector was observed, and 20 cm of catheter was removed, including sections that appeared kinked. The pump and catheter were replaced. The patient¿s status at the time of the report was alive with no injury. The medication infused was baclofen. A representative later reported the programmer did not seem to be the issue. The patient was doing better after the pump and catheter connector replacement.

Manufacturer narrative:
Product ID 8709sc, lot# n180038011, implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was later reported the drug in the pump was believed to be gablofen.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body kink observed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.